Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer. It was reported that the clips didn't hold tightly and caused a leakage during infusion. There was no chemotherapy exposure to anyone and after replacing the product, therapy resumed without any further issues. There was no bleedback, no biohazard, no user facility medwatch, and with chemo. There was patient involvement, but no patient harm and no delay in critical therapy.

Manufacturer narrative:
The device is not available for investigation at this time. A review of the device history record and finalization of the investigation is pending.